Event description:
2008- received email from rep alleging bed has no functions. In 2008- sum - received email from rep stating that the new pcm has been installed and this resolved the issue of none of the bed functions operating.